Manufacturer narrative:
Product analysis: visually confirmed part of the tip has been broken off, consistent with interface during usage. Inspection of the material hardness confirmed conformance to print specification. Microscopic examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation yet. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: adjacent segmental disease type of procedure: extension of posterior lumbar interbody fusion levels operated: l2-l5 it was reported that intra-op, while trying to remove the break-off set screw from the obturator, the tip of obturator broke. Product came in contact with the patient. No fragment of the broken instrument remained inside the patient. No patient complications were reported due to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.